Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the rate on the external pulse generator was out of specification. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the high rate amplitude was out of specification, the interconnect flex was reseated into main printed circuit board (pcb) connector. The interconnect flex was replaced as a preventive measure. It was also noted that the upper and lower cases were broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the interconnect flex component, no anomalies were observed.